Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was related to pressure transducer test failure during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the turbine has been pointed as source of the issue and needs replacement. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported as in case of occurrence of this issue during ventilation, the malfunction of turbine may lead to stop of ventilation. There was no patient involvement. The device¿s logs and malfunctioning part have been not available for further evaluation. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented. The correction of fields catalog# and usage of device was required. This is based on the internal evaluation. Previous catalog# : 6640440. Corrected catalog# : 6882000. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).